Event description:
It was reported a physician performed an uneventful novasure endometrial ablation. "Six days post novasure ablation the pt contacted the physician complaining of pelvic pain". The physician then performed an exam and the pt's white blood count was 20,000. Antibiotics were prescribed and the pt white blood cell count "fell to 11,000" days later. A few weeks later the pt's white blood cell count fell to 8,000, but the pt was still complaining of pain. The physician performed a "closure examination" and did not find any "ablation related issues", but could be pelvic inflammatory disease (pid) or adenomyosis". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).